Event description:
Published study by the congress of neurological surgeons explained that lph occurred in 9 patients. Csf occurred in 11 patients without any over drainage symptoms. Spontaneous csf occurred in 5 cases within 1 month after shunting and 2 were followed without readjustment. Csf occurred following downward readjustment of codman hakim programmable valve because of insufficient or no remarkable improvement. Non-traumatic chronic subdural hematoma occurred in 7 patients (including 2 non responder patients), 3 of which developed as a sequel of csf and one from downward readjustment of codman hakim programmable valve because of insufficient or no remarkable improvement. Among 7 chronic subdural hematoma cases, 2 were followed without readjustments ((B)(6)) and 4 improved by upward readjustment alone. Burr hole irrigation was necessary in only 1 case.most conditions disucssed in the article were resolved with readjustment.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.